Event description:
New information received notes the patient presented to the clinic for a scheduled follow up. The patient's right atrial (ra) lead had over-sensed noise causing inappropriate automated mode switch (ams) episodes. No intervention was performed and the patient was in stable condition.

Event description:
It was reported that the patient's right atrial lead exhibited noise. No patient symptoms or intervention was reported.